Event description:
It was reported that the right ventricular (rv) lead had a large number of short v-v intervals in a two week period and the sensing value had fallen in the same timeframe. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.